Event description:
It was reported that during preventive maintenance, the cardiosave intra-aortic balloon pump (iabp) failed electrical safety test. There was no patient involvement.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.